Manufacturer narrative:
The reporter's meter and strips were returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 113,113,116 mg/dl. Level 2 ¿ 298,299,302 mg/dl. All returned results are within acceptable range. Meter was disassembled and a small amount of contamination was observed but irrelevant. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The product was requested for investigation.

Event description:
The initial reporter complained of discrepant glucose results between accu-chek inform meter serial number (B)(4) compared to an unspecified blood gas instrument. The reporter provided an approximate value of 80 mg/dl from the meter and an approximate value of 180 mg/dl from the blood gas instrument. The reporter could not provide the specific results received or the timeframe between the results.

Manufacturer narrative:
The range for the level 1 control was incorrect. The correct range for the level 1 control is 100-136 mg/dl.